Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. It was reported that the lead pulled back following implant however, the patient was lost to follow up after initial detection of the problem. A new ra lead was placed during a cardiac resynchronization therapy pacemaker (crt-p) upgrade procedure. No adverse patient effects were reported.